Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was used for approximately 2 months. Images or x-rays of the event or product were not provided for review. It is noted in the complaint information the user retightening the screw which is not aligned with the IFU as the screw is a single use item. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported device. Therefore, device malfunction could not be verified and the reported events was non-verifiable for either reported events. A most likely cause for the events is due to continuous re-tightening of the screw reported. This violates instructions of use, and is considered misuse.

Event description:
Additional information received states that doctor retightened the screw although it was advice that screw is a single use device and retightened is considered an off label use. Screw remains in patient mouth.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a biomet loosening screw (iunihg). Doctor tried to retighten the screw. No additional procedure was reported.